Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported the pump was delivering baclofen or a derivative. The patient heard gablofen. The dose and concentration was provided as "like 2500 micrograms per ml." The patient reported their pump was replaced because they were continuously getting more medication out of the pump than the device said it should have. A pump study was done and the patient said it looked like everything was working correctly. The issue had been going on for a while.